Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 499 mg/dl at the time of incident. Customer experienced symptoms such as nausea and difficulty in breathing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with bolus delivery. Customer did not allege that the insulin pump was under delivering. Customer stated that the drive support cap was normal. Customer performed high pressure test and it was passed. The insulin pump will not be returned for analysis.